Event description:
In july 2005 sofradim (manufacturer) was informed that a bowel adhesion onto a mesh has required a new intervention. The pt experienced vomiting since 2 months, slimming down and a general alteration of the pt health. The new intervention was performed in 2005. The surgical mesh had to be explanted and a bowel resection has been performed.